Manufacturer narrative:
The devices have not been returned for evaluation; therefore, the investigations are inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for both malfunctions is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an 0601610ce port and catheter accessory allegedly experienced a fluid leak. This information was received from various sources. The fluid leak involved two patients with no patient consequence. The age, weight, and sex were not reported for the patients involved.